Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the pt's right eye has "not caught up to the left" and also reported an incorrect power was implanted. The iol was exchanged for a one diopter difference in power. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was received on (B)(6) 2014. (B)(4).